Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a 29mm sapien 3 valve by right transfemoral approach. After the commander was put into the esheath, the valve was ¿blocked¿ in the middle of the esheath. A stent on the valve frame was protruding through the sheath. The devices were removed and replaced without injury to the patient. A new 29mm sapien 3 valve was prepared and successfully implanted. The patient was reported to be fine.

Manufacturer narrative:
The device was not returned for evaluation. No imagery was provided by the complaint site. A device history record review (DHR) was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. Review of lot history revealed no other related complaints for the reported resistance with delivery system and sheath liner puncture. As the reported resistance with delivery system and sheath liner puncture was unable to be confirmed, a complaint history review is not required. The esheath instructions for use (IFU), prepping manual, and device training manual were reviewed for device preparation and use instructions related to the reported event. Precautions: when inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position.  When puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath. Ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath delivery system insertion through sheath : insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ?2 c. Note: in expectation of high friction, use short movements. No IFU/training deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported resistance with delivery system and sheath liner puncture were unable to be confirmed as neither the complaint device or applicable imagery was returned. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of DHR, lot history, manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As stated in the complaint notes, there was mild calcification and severe tortuosity present in the access vessel. Tortuous and calcified vessels can create a difficult insertion pathway and increase the level of resistance felt upon insertion of the delivery system. Additionally, the delivery system was inserted at a 45 degree angle. Per the training material, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿ and ¿ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath¿. If there was insertion difficulty experienced, then it is likely that the delivery system would have been manipulated to overcome the resistance. This manipulation could result in the valve struts catching on the sheath, and potentially puncturing the sheath liner. Available information suggests that patient factors (tortuosity / calcification) and/or procedural factors (insertion angle/excessive device manipulation) may have contributed to the complaint event. However, a definite root cause was unable to be determined without further imagery. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defects, which could have resulted in the complaint, were identified, a corrective and preventative action is not required. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no:2015691-2020-13718.